Event description:
It was reported that the device was explanted after implant duration of zero days, due to unk reasons. It was additionally reported a second device, model 6900p was explanted. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.